Manufacturer narrative:
Invacare has requested further information regarding this incident. It's unknown what type of mattress and rails were being used with this bed system. The product manual states "bed accessories designed by other manufactures have not been tested by invacare. Use of non-invacare bed accessories may result in injury or death." The mattress and rails used can play a significant role in entrapment events. If further information becomes available a follow up will be filed.

Event description:
A letter received from a law firm alleges the user slid off the bed getting caught between the bed rail and mattress. The user allegedly suffocated by strangulation.